Event description:
Customer reports one incident of a blood leak of use number at the end of patient treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 150 cc's. Treatment was terminated as patient was 15 minutes from completion. No patient injury or medical intervention noted.